Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system experienced delayed healing at their implant surgical incisions post-procedure. A debridement procedure and explant were performed to resolve the patient¿s symptoms. Due to the patient¿s diabetes, the physician had been monitoring the patient¿s healing closely.